Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Mayo clinic had two incidents were the blue fluid inside the oasis was discolored. They claimed one drain the water was gray and the other drain it was green. They did confirm that the drain with the gray water was tipped over, but couldn't confirm if the other drain had been tipped. They had no knowledge if the water seal was ever refilled/added with sterile water.

Manufacturer narrative:
Additional related mfg report number: 3011175548-2024-00159. Investigation summary: the investigation includes three complaints, all received from the same hospital. The clinic has reported 3 occurrences of discolored water (grey or green instead of blue) in the water seal chambers of oasis drains (p/n 3600-100, l/n not provided). All three occurrences were discovered while the drain was in use, suggesting the water was the appropriate blue color when the drain was set up. In all three cases, it was reported that the drains were functioning properly. The complaints are confirmed through pictures provided by the user. It was reported that at least one of the drains was knocked over during use, but this could not be definitively confirmed by the user for the other drains. Discoloration of the water seal was able to be reproduced on the bench when mixing blood with the water seal fluid. In each complaint, the color of the discolored fluid is consistent with the color of the pleural fluid seen in the pictures mixing with the blue water in the waterseal. The most likely root cause of these complaints is user error due to contamination of the water seals with pleural fluid. A DHR review could not be completed because a lot number was not provided. The hazardous situation/harm is addressed in the harm hazards analysis document which assigns it a severity level of 1. This was determined to be appropriate based on the harm that was reported in the complaint. No evidence was found to suggest that this complaint is related to design, manufacturing, materials, or the IFU. H3 other text : device not available for return

Manufacturer narrative:
Related mfg report number: 3011175548-2024-00136.

Event description:
Additional information notes that drain worked correctly, besides the water color issue which was noticed around the 11 day of use. No adverse effects to the patient.